Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - three days after implantation, pacing was not confirmed. Cardiac perforation was suspected from the CT and images, so the patient was referred to the university hospital. This lead was connected to a new pacemaker. Tamponade was not observed.